Event description:
Customer called to report that the probe of the coulter ac.t diff analyzer leaked one drop during calibration. The field service engineer (fse) attempted to troubleshoot with customer via telephone but was not successful in remediating the issue as the leak could not be reproduced. The fse inspected the instrument onsite and, once again, could not reproduce the leak. The fse then verified instrument performance per established procedures. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
The root cause of the leak is unknown, as the leak could not be reproduced. However, customer has not called back to report any further issues or leaks relating to this event. (B)(4).